Manufacturer narrative:
Date of the event is estimated the results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had difficulty charging her battery and the patient wanted an ipg she didn't have to charger. Surgical intervention took place in which the ipg battery was explanted and replaced to address the issue.